Manufacturer narrative:
Additional, changed, and/or corrected data: h6 h11. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown and seroma-late.

Event description:
Healthcare professional reported "contracture" baker grade unknown, "pain, heat, redness in the upper outer pole of the breast, external quadrant with the presence of pericapsular fluid and towards the inframammary fold, findings suggesting extracapsular rupture, edema" via ultrasound and MRI. The device remains implanted. This relates to the right side.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, seroma-late a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "contracture" baker grade unknown, "pain, heat, redness in the upper outer pole of the breast, external quadrant with the presence of pericapsular fluid and towards the inframammary fold, findings suggesting extracapsular rupture, edema" via ultrasound and MRI. The device remains implanted. This relates to the right side.